Event description:
The reporter stated that the rn found that the infant's bed was damp and upon inspection a crack was noticed in the stopcock. The pt's glucose dropped to 18 and the pt experienced 2 seizures and acidosis with the decreased perfusion. Further info from the hosp, indicated that the pt was eventually released.